Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was a complicated case, treating a calcified, tortuous lesion in the mid left anterior descending artery (lad). Multiple unspecified guide wires and balloons were used. A whisper ls guide wire had been used, but was exchanged for a balance heavyweight (bhw) guide wire. A xience prime 2.25 x 28 mm stent was advanced and deployed over the bhw guide wire at 20 atmospheres (atm). Following deployment of the stent, the bhw guide wire tip was noted to be separated, with the outer coils still intact. The tip of the guide wire was distal to the lesion at this point. The xience prime stent was post-dilated with a 2.25 x 6 mm non-compliant non-abbott balloon. And following post-dilatation, the guide wire and non-abbott balloon were retracted as a unit, without further separation of the guide wire. The patient was reported to be stable during the procedure. No adverse patient effects were reported. There was no reported clinically significant delay of the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. A cine of the procedure was received. A review of the cine was performed by abbott vascular clinical and concluded that images are consistent with the incident description. Based on the reviewed information, no product deficiency was identified.